Manufacturer narrative:
Product complaint #: (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the scrub tried to connect the size 11 corail broach to the straight broach handle, the corail broach would not fully seat in the broach handle which made it difficult to close and use. It appeared the post that connects the broach to the broach handle was worn a bit by overused.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device was received for examination. Therefore, the reported event could not be confirmed. Depuy considers, the investigation closed. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. Device history lot: a manufacturing record evaluation (mre) was not possible, because the required lot code was not provided.